Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. The photo sample shows the top web packaging of the product, but no defective sample. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that during use with bd venflon¿ pro safety bd vialon¿ leakage occurred at the port. The following information was provided by the initial reporter: we would like to report a defective bd venflon g22 that we used today with one of our patients. There was a leak coming from the venflon port.